Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. We were unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump was received with scratched display window, cracked display window corner, cracked reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 347 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.